Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys ft4 iii assay and elecsys tsh results for 1 patient sample tested on a cobas 8000 e 602 module. The initial ft4 iii result was 0.091 pmol/l. The repeat ft4 iii result on a different e 602 module was 13.44 pmol/l and was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated on the different e 602 module and the ft4 iii result was 13.80 pmol/l. The initial tsh result was 1.74 iu/ml. The repeat tsh result on a different e 602 module was 4.71 iu/ml and was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated on the different e 602 module and the tsh result was 4.77 iu/ml. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The ft4 iii reagent lot number was 378826. The expiration date was asked for but not provided. The tsh reagent lot number was 354268. The expiration date was asked for but not provided. The customer was not using the recommended rack adapters. The initial investigation determined that based on the acceptable calibrations and qc for ft4 iii and tsh a general reagent issue can be excluded. The provided alarm trace showed multiple sample aspiration alarms. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.